Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung phone with android operating system version 15. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, confused, and nausea. The customer was unable to self-treat and was provided with sweets as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint. The customer reported for missing low glucose alarms. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿low glucose alarm¿ feature in the app and set low glucose alarm threshold to highest glucose value. Adjust the app settings until low glucose alarms triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung z flip 6 with android operating system version 15 and app version 3.6.4.11771. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness, confused, and nausea. The customer was unable to self-treat and was provided with sweets as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.